Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the issue occurred while the customer was performing a planned (non-emergency) treatment of general surgery which could be completed by using a different system. The philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the problem was with the angio images (no images could be generated). The analysis of the system log files found that the tube current was out of range, and an onsite visit by a philips field service engineer (fse) confirmed that the customer had accidentally switched the external main power switch which enabled the main supply line switched off. Hence, the system switched to battery (uninterruptible power supply-ups) operation. Because of this, the values of the generator were changed, and the images were not generated. The fse recalibrated the generator, tubes and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the images did not work. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.